Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient underwent an explant due to an infection at the pocket site. The patient had been experiencing redness and inflammation at the pocket site. The patient was prescribed antibiotics and reportedly doing fine after the explant procedure.

Event description:
A report was received that the patient underwent an explant due to an infection at the pocket site. The patient had been experiencing redness and inflammation at the pocket site. The patient was prescribed antibiotics and reportedly doing fine after the explant procedure.